Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that in the catheterization lab for an impella cp procedure, the impella catheter was plugged in and the automated impella controller showed an impella catheter defective alarm. Troubleshooting was done but was unsuccessful. A new impella cp was opened and placed. There was no harm to the patient.

Manufacturer narrative:
The investigation for the pump did not start has been completed. Clinical details state that the "impella defective" triggered when the pump was connected to the console. Data logs were not returned for review. Returned product was investigated and the pump was returned in out of box condition. The red lumen was still in the cannula and there were no visual abnormalities. The pump was connected to a programmer and the software recognized that a pump was connected. Then, the pump was connected to the console and it recognized the pump's serial number and the first step of case start displayed on the screen. The pump also passed electrical testing. Since data logs were not available and the complication did not reproduce, the root cause of the pump not detected could not be determined.